Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient¿s congenital bicuspid valve, mild leaflet and annular calcification, and the ventricular placement of the valve likely contributed to the valve embolization into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, it was observed the apex was friable and the ventricular tissue began to tear while placing the suture purse strings. The tear was managed by tightening the sutures around the apical sheath. A 26mm sapien xt valve was positioned slightly ventricular to avoid the left coronary (lca height was 8.5mm). The valve was implanted in a 40:60 aortic/ventricular position and mild pvl was observed. The valve was post dilated with an additional 1ml of volume added and the devices and wire were removed. On tee it appeared as if the valve had moved out of the annulus and fluoro confirmed that the valve had embolized into the left ventricle. The esheath was removed, and the left ventricle was closed. A sternotomy was performed and the patient was placed on bypass. The valve was removed from left ventricle outflow tract and a surgical valve was implanted. At the time of the report the patient was stable. The embolization was attributed to the patient's congenital bicuspid valve, mild leaflet and annular calcification, and the ventricular placement of the valve. The patient has a fatty apex, friable tissue and a history of steroid usage.